Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "this has happened in the past. I've suggested packaging be changed so the femur does not 'stick' to the plastic material making it very difficult for staff to pass it off sterile and not dropping it by having to pull it very hard out of package...".

Manufacturer narrative:
An event regarding packaging issue involving a triathlon femoral component was reported. The event was not confirmed. Conclusion: the reported event could not be confirmed as no product and / or insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "this has happened in the past. I've suggested packaging be changed so the femur does not 'stick' to the plastic material making it very difficult for staff to pass it off sterile and not dropping it by having to pull it very hard out of package...".